Event description:
The customer reported being in the emergency room with low blood glucose. The customer stated that her blood glucose meter was 30 points off. Troubleshooting was performed, and the drive support cap appears to be normal. The customer believes the event was not due to the insulin pump because she ate and gave herself more insulin. Then she ate something else and gave a little bit more insulin. The caller mentioned that there are scratches on the display window. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.